Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ser plas 1ml 13x3,8 u-100 150 was unable or difficult to aspirate. The following information was provided by the initial reporter: material came with problems, because when she tried to pull the insulin, she noticed that the syringe did not have the strength to aspirate the material. Her father is the one who uses insulin, the notifier was unable to locate the batch of material.

Event description:
It was reported that the ser plas 1ml 13x3,8 u-100 150 was unable or difficult to aspirate. The following information was provided by the initial reporter: material came with problems, because when she tried to pull the insulin, she noticed that the syringe did not have the strength to aspirate the material. Her father is the one who uses insulin, the notifier was unable to locate the batch of material.

Manufacturer narrative:
Investigation summary: DHR analysis could not be performed due to unknown batch number. Through the analysis of the photo sent by the customer, it is not possible to observe the claimed incident, as the photo shows the back of the product's packaging. For confirmation it is necessary to analyze the samples. No samples were made available by the customer for evaluation and it was not possible to carry out an investigation and determine the root cause for the incident. Therefore, it is not possible to confirm the complaint. Production processes are validated according to defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.